Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The inner tubing was not reattached after previous servicing. The fse reconnected the proximal pressure port inner tubing and the alarm cleared. The fse also educated the customer about high pressure alarms and settings.

Event description:
It was reported that the unit declared a proximal pressure port alarm. There was no patient involvement.